Manufacturer narrative:
Inratio precision data provided by end-user lot 070027: first test inr = 1.6, second test inr = 1.7 mean = 1.65 ; sd = 0.07 %cv = 4.3%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 1.6, second test inr = 1.7.